Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " rupture" and "hole, non-specific." Device was explanted.

Event description:
Healthcare professional reported " rupture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, " rupture". Device was explanted.